Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a red colored particulate matter was observed under the tip of the cap of a clear-link access adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: visual inspection was performed and particulate matter was observed on the female luer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.